Event description:
Pt had open heart valve replacement procedure. The surgeon used three hex handle sump suckers for the surgery. Two of the sump suckers broke from the tip while surgeon was suctioning mediastinal cavity during procedure. MFR notified, will pull remaining same lot number's from facility's shelf.